Event description:
It was reported that a ventilator shut down. A nurse turned the device off and on and it recovered. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the power switch assembly. The unit then passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Covidien reference: (B)(4). The power switch assembly was returned for investigation. The device was attached to a test ventilator for analysis. The unit was powered up, passed all testing and no errors were recorded in the diagnostic logs. Several tests were performed with the power switch and the ventilator did not lose power at any time. The reported malfunction could not be duplicated with the returned device.